Manufacturer narrative:
The company rep examined the system and performed preventative maintenance. No sample is expected to return. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the equipment locked then, turned off and stopped working when it was turned on again during a procedure. The system was exchanged with another one to complete the surgery following a 20 minute delay. Additional info was received. A system message displayed during a cataract extraction procedure. The system was reset and did not turn on again. Additional anesthesia was given to the pt during the system switch out and the surgery was completed without further incident. There was no harm or injury to the pt.